Manufacturer narrative:
One osseotite® tapered implant 3.25 x 11.5mm (nt3211) and implant mount 3.4mm(d) x 15mm(l) (mmc15) were returned for investigation. A visual inspection of the as returned product identified that the implant threads are worn from use, and the mount screw hex is rounded out. Functional testing confirmed that the mount screw will no longer engage with a mating driver, thus preventing the mount from being removed. The alleged device malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Appropriate documentation was reviewed. A root cause for the complaint cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount (mmc15) would not disengage from the implant. Another implant and mount was used to complete the procedure. Tooth location 14.